Manufacturer narrative:
Film analysis: the reported paraplegia event could not be assessed on the films provided; therefore the cause of the event could not be fully deter mined. Post-implant CT¿s were not provided for review and so the valiant stent grafts in vivo configuration could not be assessed. A thorough analysis of the abdominal stent graft in vivo configuration could also not be performed and so the contribution of this device to the paraplegia event. It is possible that the observed narrowing of the right iliac artery may have been a factor also. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the patient for the endovascular treatment of a 223mm thoracic aortic dissection. It was noted that the device was implanted from the lsa to the mid descending thoracic aorta. It was reported that post-operatively, after csf drainage was removed a week later, the physician stated that they re-established another csf drain but the patient had paraplegia symptoms. It was noted that the index procedure was performed without issue. As per the physician the cause of the event could not be determined but that the patient had an existing aui and fem-fem and the physician thought that having the previous aaa repair may have contributed to the paraplegia. No additional clinical sequelae were reported and the patient will be monitored.